Event description:
It was stated that the insulin pump constantly turns off and on. It was stated that the liquid crystal display is stuck. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint.